Manufacturer narrative:
The console was evaluated in the state in which it was returned. It worked per factory specification, priming the test microtip and running for 12 minutes with incident. The reported failure could not be duplicated during testing. Visual inspection of the console found rust on the sideplate springs and saline deposits on the force sensor holder and bearings. This indicates moisture ingress on the force sensor which would cause the reported failure that the console activated the "fluid path blocked" error message.

Manufacturer narrative:
The console was returned for evaluation on august 8, 2017. The microtips were received at the manufacturer on august 15, 2017. Testing is to be done with the console and microtips together. A supplemental MDR will be submitted. This MDR is being filed as the patient was prepped for surgery and the surgery was cancelled.

Event description:
Per the information provided, the facility tried to prime the first microtip assembly multiple times unsuccessfully. The catch bag overflowed due to the priming attempts. A second microtip was obtained and the error message "fluid path blocked" activated on the console. A third microtip was obtained and the error message "fluid path blocked" activated on the console. Troubleshooting was attempted unsuccessfully. The physician aborted the case. A different modality was not utilized. The patient had been prepped for surgery when the failure occurred. Per the information provided there was no harm or injury to the patient caused by the failure.